Event description:
It was reported to boston scientific corporation in 2008 that a jagtome sphincterotome device was used on the same date. According to the complainant, the jagtome device "would not bow all the way up". Reportedly, the procedure was completed with another jagtome sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(Other, won't bow) - the suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.